Manufacturer narrative:
(B)(4). The sample was returned and analyzed. Visual inspection confirmed the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge within a minicap became separated from the device. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.